Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the identified symptom of false upstream occlusion, but could not reproduce it during evaluation. The device was tested with respect to the identified symptom and was found to operate within specification. The device was calibrated to ensure continued accurate occlusion detection.

Event description:
During baxter's functionality testing, it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no patient involvement.